Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported that while loading the turbohawk over a 0.014 guide wire, the device advanced as far as the proximal portion of the wire and got stuck. After the physician was unable to advance the device, and upon removal it was noticed that the black guide wire lumen separated from device and stuck on the guide wire. Evaluation summary: the turbohawk distal tip assembly was free of collected tissue. The black tubing of the guidewire lumen was not in the rotating tip. A two-2cm section of black polymer was seized on the guidewire approximately 190cm -192cm from the distal tip. The length of the polymer was longer than the length of missing guidewire lumen tubing. The distal marker band was still in the rotating tip and was in its original location. The diameter of the guidewire was measured along its entire length except directly under the polymer segment. The diameter was 0.0135.